Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint and performed the failure analysis. During failure analysis, upon visual inspection, one of the short pins that attach the gripper pin lever to the grip shaft lever arm was found to be missing. After installing on surgeon console fixture test platform (sftp) and running the fitness test, the unit failed verify encoder cal - wp, wy, ro and grip, grip torque margin verification post sine cycle, grip accuracy test, and gravity balance test post sine cycle - grip. The failures mentioned are likely attributed to the missing short pin. As a result of this investigation, failure analysis has concluded that component failure was found to be the probable root cause of the reported event of missing short pin.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that a screw was missing in one of the hand pieces on the left side. The caller stated that this issue was on the master tool manipulator left (mtml) on surgeon side console 1. The system was a dual console system, and the surgeon proceeded using only one console. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The cause of the investigation findings is due to mechanical problem.

Event description:
Refer to h11 for follow-up information.